Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve casing was cracked and deformed to the point that the device would not fit into the dismantling vice during the investigation. The device was tested and it was found that the device could not program and an occlusion was noted. Based on the results of this investigation, it might be possible that the device may have sustained some form of impact causing the cracked condition of the device. This; however, could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the device would not reprogram and as a result, the device was revised.